Event description:
It was reported that during an un-specified procedure, the 2.75 x 18 mm xience v stent delivery system (sds) and the 2.75 x 23 mm xience v sds were advanced, but could not cross the lesion. A non-abbott sds was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the 2.75 x 23 mm xience v stent was dislodged from the balloon and remained on the shaft of the sds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The account reported that they do not recall that the dislodgement happened during use and it cannot be confirmed when the stent dislodgement occurred. However, based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.